Event description:
Procedure type: hysterectomy. According to the reporter: the device was implanted in may and explanted in june. The exact dates are not known. The suture was placed in the vaginal cuff. At 4 weeks, patient experienced leaking and came in for post operative check up at weeks 5 and 6. The patient had vaginal cuff dehiscence. The surgeon was able to flick the remaining suture out of the cuff. The suture was in bits and pieces not in tack at all. The patient went through a second operation to fix the cuff.

Manufacturer narrative:
(B)(4).